Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the new onset 3rd degree av block post deployment of the valve cannot be confirmed. However, patient factors (i.e. Severe aortic annulus calcification) in combination with procedural factors (pressure from the implanted valve on the cardiac structures) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
As reported by our japan affiliate, the patient developed bradycardia and a new onset 3rd degree av block post deployment of a 26mm sapien xt. A permanent pacemaker was implanted. The aortic annulus diameter measured 20.0mm by tee with severe aortic valve and root calcification noted. The xt valve was implanted in a 50:50 aortic/ventricular position. After turning off the rapid ventricular pacing (rvp), the patient¿s rhythm did not return and backup pacing was initiated. The pacing rate was gradually decreased once the patient¿s rhythm returned. However, she was noted to have bradycardia (heart rate 20 to 30bpm) and a 3rd degree av block. Backup pacing rate was initiated again and the patient was monitored for a while. The patient¿s rhythm returned, but an epicardium lead was inserted before the patient left the operation room. On pod5, the patient still had a 3rd degree av block and permanent pacemaker was implanted 3 days later. The patient was doing well during the postoperative course and was going to be discharged. The patient has severe aortic root calcification and severe annular calcification.